Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the site replaced the dc motor adapter, due to the adapter was broken and causing the unit to have an l3-004 error code. After servicing, the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that while attempting to initialize the probe with the holster an l3-004 error code was received. The case was cancelled and the pt was rescheduled for (B)(6). Control module is being returned for repair.